Manufacturer narrative:
Serial number, model number, lot number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, explant date, patient information and customer information are unknown since the serial number was unknown.

Event description:
It was reported that the leadless pacemaker's thermal rate modulation feature induced tachycardia. Programming changes were made. No additional information was available.